Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02680. The patient has two leads from the same lot. It was reported the patient contacted sjm after he received a letter regarding the charger swap program. He reported his scs system never worked and did not provide pain relief. He stated he has turned stimulation off and does not want to be contacted by any sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.